Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator door wouldn't open. The customer reported that the malfunction occurred when user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door wouldn't open. When the customer tried to open the message displayed was: "clear obstruction then close the drawer or door". A field service engineer observed that the remote manager space was already recovered. The latch connections were greased, the connections on the harness were tightened, and the cord and board were checked and found no damage. The system functioned as intended after the field service engineer repaired the device.